Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device keeps rebooting. There was reportedly no patient involvement. Remote support from the customer care solution center was received. It was determined that this was a malfunction of the dfm100 assy processor, which was ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm100 assy processor. The reported problem was confirmed.